Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead and during a device check in the clinic, increasing and high pacing thresholds with phrenic nerve stimulation were observed, along with high pacing impedance that was variable. The lv lead was programmed off and the lv lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.